Event description:
Pt reported blood glucose results of "251 mg/dl, 91 mg/dl, and 591 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.